Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic rectal surgery, when severing retum tissue, after fired, noted some staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.